Event description:
I updated my tandem x2 insulin pump t-connect app to version 2.8.2 which was supposed to fix the insulin pump battery drain issue. My insulin pump was fully charged prior to going to sleep and in the morning it alarmed that it was 20% charged. I contacted tandem tech support again (3 times with the same problem with 2 app version histories within 4 months). They told me to uninstall and reinstall the app again. I voiced my concern that this was a life sustaining device and that I was uncomfortable going to bed with a possible pump failure while I sleep. This could cause diabetic ketoacidosis which could be life threatening and could cause a patient to need medical attention due to pump failure.